Event description:
Animas customer support was able to follow-up with the patient on (B)(6) 2012 regarding unexplained lows that had been initially reported to customer support on (B)(6) 2012. The patient reported she experienced low fasting blood glucose (bg) readings of 42 mg/dl on (B)(6) 2012 and 46 mg/dl on (B)(6) 2012. The patient claimed she felt shaky, nauseous and was having cold sweats at the time of the low bg's. The patient reported she was alert and oriented and was able to treat the low bgs with glucose tablets each time. The patient claimed her bg resumed to 106 mg/dl following both treatments at the time of troubleshooting, the patient informed customer support that her hcp had adjusted her over night basal rate from 1.500 to 1.700 units 2 weeks prior to contacting animas. The patient did not implicate the pump with the low bg and mentioned that she felt her basal setting required further adjustments. This complaint is being reported because the patient developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the data from the time of the reported event is unavailable for review due to continued pump use. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.